Event description:
Premature battery depletion unexpected longevity please specify high lv threshold caused early battery drain (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).